Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Customer stated that the vent was stuck on the start-up screen. There was no patient involvement reported.

Manufacturer narrative:
Through communication and interviews with the customer, it was determined that the customer was using passwords from an outdated operations manual. The customer was instructed to remove the batteries and the ac power, then to reboot the ventilator. After the reboot, the ventilator powered up and is functioning normally. The customer was provided with a correct password and sent the latest version of the operations manual.